Event description:
In 2008, it was reported to boston scientific corp that an ultraflex covered tracheobronchial stent was used during a stent placement procedure on a 55 yr old male pt (weight unk) on the day before. According to the complainant when an attempt was made to deploy the stent, the deployment suture broke and the stent could not be deployed. The physician removed the device from the pt and the procedure was completed with another stent (MFR unk). No pt complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was partially deployed. The deployment suture thread was broken distal to the pull ring. There were no anomalies identified with the delivery catheter. Examination of the deployed stent revealed that there were holes in the polyurethane cover on the proximal portion of the stent. The cause of the damage is unk. A functional eval indicated that the remainder of the stent deployment suture could be retracted without difficulties. A search of the complaint database revealed that no add'l complaints have been reported for the lot. The april 2008 15-month ultraflex tracheobronchial stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.